Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 234 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. It also stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed displacement test, self-test, and unexpected restart error test. Unit alarmed compromised force sensor system during basic occlusion test due to loose/flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test due to compromised force sensor system alarms. Unit was received with partially broken reservoir tube lip. Unit was received with cracked case at the battery tube threads. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker.